Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: d1, d9, h6 (annex b) investigation ¿ evaluation . [Device evaluation] the complaint device was returned in an open package with label. The syringe tip was returned broken and stuck inside of the red inflation port. The internal threads of the female fitting within the inflation port appeared damaged, which could have caused the user difficulty in removing therefore additional force was used to break the tip. However, the tip could not be removed to verify. [Conclusion] the complaint was confirmed based on customer testimony and evaluation of the returned device. Cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Correction: d4, d9 (device not returned). Investigation ¿ evaluation: it was reported that after childbirth, a balloon from a cook bakri postpartum balloon with rapid instillation components was inserted into the patient´s body to treat postpartum hemorrhage (pph). When the syringe was connected to the port, it broke and remained stuck, preventing inflation of the balloon. The tip could not be removed from the port, therefore a new bakri balloon was used to complete the procedure. The patient lost ~350-400cc of blood prior to device use and an additional ~30-50cc following device use; total estimated blood loss was ~450cc. No unintended section of this device remained inside the patient¿s body. The patient was not hospitalized and did not undergo prolonged hospitalization due to this occurrence. The patient did not experience a delay or require any additional procedure due to this occurrence. The complainant did not report any adverse effects on the patient due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. The complaint device was not returned; therefore, no functional testing or visual inspections could be performed. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record found that 11 devices from the lot did not pass quality control inspections; however, the affected products were scrapped re-worked prior to release from cook and these non-conformances are not related to this incident. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field. Cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming products exist either in house or in the field. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: how supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." Based upon the available information, no product returned, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D1 - brand name: cook bakri postpartum balloon with rapid instillation components. E1: phone: (B)(6). H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that after childbirth, a balloon from a cook bakri postpartum balloon with rapid instillation components was inserted into the patient´s body to treat postpartum hemorrhage (pph). When the syringe was connected to the port, it broke and remained stuck, preventing inflation of the balloon. The tip could not be removed from the port; therefore, a new bakri balloon was used to complete the procedure. The patient lost ~350-400cc of blood prior to device use and an additional ~30-50cc following device use; total estimated blood loss was ~450cc. No unintended section of this device remained inside the patient¿s body. The patient was not hospitalized and did not undergo prolonged hospitalization due to this occurrence. The patient did not experience a delay or require any additional procedure due to this occurrence. The complainant did not report any adverse effects on the patient due to this occurrence.